Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet returned.

Event description:
The sales representative reported on behalf of the customer, that the 60-8005-002, system 5000, symbols front panel, international was being used on (B)(6) 2024 during a skin tissue removal procedure when it was reported ¿after 10 minutes of use, with the handpieces and dispersive electrodes connected a loud holes starts. Cut and coag start on their own. Error 112 appears on the display, turned it on and off and changed accessories, but it kept repeating several times.¿. Further assessment questioning found that the procedure was completed "by replacing the new conmed generator with an old valleylab generator still supplied to the o.r.". There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the 60-8005-002, system 5000, symbols front panel, international was being used on (B)(6) 2024 during a skin tissue removal procedure when it was reported ¿after 10 minutes of use, with the handpieces and dispersive electrodes connected a loud holes starts. Cut and coag start on their own. Error 112 appears on the display, turned it on and off and changed accessories, but it kept repeating several times.¿. Further assessment questioning found that the procedure was completed "by replacing the new conmed generator with an old valleylab generator still supplied to the o.r." There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿cut and coag start on their own¿ was unconfirmed; however, error 112 was found during evaluation. The preventative maintenance was not overdue, and additional problems were found. The unit was tested per ip and passed all requirements. This is a linvatec unit and needs a request from engineering to replace from -002 to -001. During evaluation it was also found that the bezel is moving. The u type fasteners and black screw were replaced to fix the bezel movement. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. (B)(4). Per the instructions for use, the user is advised that status/alarm indicator: indicates the status of a single dispersive electrode when the single dispersive electrode is connected to the esu. This status indicator will flash red prior to connection of any dispersive electrode. This status indicator will illuminate steady green after a single dispersive electrode is acceptably connected to the esu. Warning: the single dispersive electrode status/alarm indicator does not provide any indication of the contact quality between the single dispersive electrode and the patient. We will continue to monitor for trends through the complaint system to assure patient safety.